Event description:
Reportedly the patient developed "significant pain and [is] required ... To frequently vist [the] doctor. [The patient is] worried things will get worse."

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with the following pre-op diagnosis: c5-c6 right disc herniation; c6 radiculopathy on the right. The patient underwent the following procedures: c5-c6 anterior discectomy total with decompression and bilateral foraminotomies; cs-c6 anterior cervical fusion; c5-c6 anterior instrumentation using the mystique plate, 19 mm; application of cage, 6 x I lx 14 mm; c-arm image intensifier, one hour; bmp application, one-quarter of a sponge. As per op-notes, ¿ once the end-plates were prepared on both cs and c6, we selected a 6 x 11 x 14-mm cage that was packed with one-quarter of a sponge of bmp and the osteophyte bone graft.¿ no intra-operative complications were reported. (B)(6) 2007: the patient was discharged from the facility.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.